Manufacturer narrative:
(B)(4). H6: mechanical (g04), drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the mini baseplate reamer was dull and required more force than usual to ream bone, and the instrument was switched out. The patient had no consequences or impact. Attempts have been made and no further information has been provided.